Event description:
Per rep, this system was removed due to infection (explant date is approximate), and was later implanted with a new biotronik system on 5/24/2007. Selox jt 45, MDR 1028232-0214. Lumos dr-t, MDR 1028232-2007-0212.